Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's blood glucose (bg) levels were low at 63 mg/dl. Customer was able to bring bg levels back up by consuming carbohydrates. Customer did not have any negative effects from the low bg. No additional information was gathered, as the customer declined to troubleshoot.